Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self test and displacement test. However, the pump alarmed compromised force sensor system during the prime/compromised force sensor system test at 4 lbs due to a faulty force sensor resistor. They were unable to perform the basic occlusion test, occlusion test, excessive no delivery tests, and unexpected restart error test, or verify the air bubble anomaly due to the compromised force sensor system alarm. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that she had a large air bubble in her tubing line. Customer tried to rewind the pump with the reservoir in the pump. Customer stated that it created a suction in the pump and she received a compromised force sensor system alarm. Customer's blood glucose was 181 mg/dl at the time of the alarm. Customer stated that it was one big bubble. Customer stated that the pump was rewound with a reservoir in place. Customer stated that she is unable to clear the alarm. Customer stated that the pump keeps going through a countdown. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer stated that she does not have a back-up plan and that she was trained to have the reservoir in her pump during rewind. Customer was explained that she cannot and was advised to remove the reservoir during prime rewind. Customer was advised that the insulin pump will need to be replaced.